Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and increased pacing impedances. The impedances were never out of range. A revision procedure was performed to replace the rv lead. During the revision, evidence of twiddler's syndrome was discovered. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed that the lead body was slightly twisted and was possibly related to twiddler's syndrome. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of increased pacing thresholds or increased pacing.